Manufacturer narrative:
Update data: h6 conclusion: the device history record was reviewed for the valve (j148276) and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. Medical safety reviewed the product event and assessed the reported: suicide ventricle, hemodynamic instability, aortic regurgitation, paravalvular leak, ischemic stroke and death. Based on the information provided, the event of aortic insufficiency and subsequent hemodynamic instability was likely related to the valve and the patient condition of a small left ventricle and heavy calcification that led to the suicide ventricle. Based on the information provided, the paravalvular leak (pvl) was likely related to the valve as it did not provide an adequate seal. Based on the information provided, the event of ischemic stroke was possibly related to the dcs and interaction with the calcified anatomy. The cause of death was unknown. The details available do not clearly exclude the device as a contributing cause to the death. Other contributing factors to the death include the pre-existing conditions of ascites and kidney failure. The reported adverse events and severities are documented in the risk management files and instructions for use (if u). No further safety assessment is required at this time. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the information available, a conclusive cause could not be determined, however the hypotension is likely a result from the ventricular perforation. Central regurgitation and pvl are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, no root cause can be determined, however the patient¿s calcified anatomy is likely a contributing factor. The reported event indicates that following the valve implant, ischemic stroke was observed. Per the physician, it was possible that the dcs dislodged some calcium when trying to cross the ascending aorta but the cause of the stroke could not be confirmed. Stroke is a known potential adverse patient effect per the evolut fx system IFU. Strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. There is no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to this event and a relationship to the dcs could not be established. A variety of factors can influence the onset of suicide ventricle, it was reported that the cause of the suicide ventricle was the patient's small left ventricle and heavy calcification, however this cannot be confirmed by medtronic. It is a known potential adverse effect per device IFU. Per the physician, the stroke may have contributed to the death and neither the valve nor the dcs contributed to the patient death, however the official cause of death has not been reported. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or device-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the stroke was confirmed by visual assessment. Subsequently the patient died 2 days following the valve implant. Per the physician, the stroke may have contributed to the death.

Manufacturer narrative:
Date of death b5 - event description h6 - method code for concomitant product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, neither the valve nor the dcs contributed to the patient death, however the official cause of death has not been reported.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2: outcome attributed to adverse event; b5: event description; continuation of d10: product ID: d-evolutfx-2329; product type: delivery catheter system (dcs); h6: method code for the concomitant device additional codes - imf health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that following the valve implant, the patient's blood pressure drop was caused by the possible suicide ventricle after the valve implant. The cause of the suicide ventricle was the patient's small left ventricle and heavy calcification. Moderate aortic regurgitation and moderate paravalvular leak (pvl) was observed following the valve deployment. A post-implant dilatation was performed leaving only mild pvl. Following the valve implant, ischemic stroke was observed. Per the physician, it was possible that the delivery catheter system (dcs) dislodged some calcium when trying to cross the ascending aorta but the cause of the stroke could not be confirmed. No treatment was reported and the stroke did not resolve as the patient was sent to the intensive care unit (ICU). It was noted that the patient had a heavily calcified anatomy and the ascities and peritoneal dialysis were pre-existing conditions. The following day, the patient died. The cause of death was not received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the valve implant, the patient's blood pressure dropped. The valve was post dilated for paravalvular leak (pvl) and possible aortic regurgitation. Potential stroke and possible suicide ventricle were also observed. The patient was reported to be frail, with ascities and under going peritoneal dialysis. No additional adverse patient effects were reported.